Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated during a post operative wound check. While performing an auto sensing setup, a poor telemetry message was observed. Then the device could not be interrogated despite trying different programmers and wands. Technical services (ts) discussed performing a magnet reset on the device, which was performed and was successful. The device was able to be interrogated and the auto setup was completed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated during a post operative wound check. While performing an auto sensing setup, a poor telemetry message was observed. Then the device could not be interrogated despite trying different programmers and wands. Technical services (ts) discussed performing a magnet reset on the device, which was performed and was successful. The device was able to be interrogated and the auto setup was completed. No adverse patient effects were reported. The device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. The device was later received for analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.